Manufacturer narrative:
Block h2: correction: a1 patient identifier, a2 age, a3a sex, a3b gender, and a4 weight. Block h6: device code a1401 is being used to capture the reportable event of balloon deflated. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Block h11: device evaluation. The returned orbera balloon was analyzed. A visual inspection was performed. The balloon appears colored-blue, most likely due to being filled with methylene blue. Additionally, during the visual inspection, a large longitudinal tear in the balloon was identified. A media inspection was also performed. A video provided by the customer showed the balloon in the patient's anatomy. It is possible to identify the balloon is deflated and colored-blue. For this reason, there is enough evidence to confirm the following reported events: device use issue - user error and balloon deflated. However, there is no objective evidence to confirm the reported event of device fluid leak. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. It was observed in the media content and product analysis that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU), the igb is placed in the stomach and filled with sterile saline. There is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, the most probable cause selected for the event of balloon torn longitudinal is "adverse event related to procedure", because most likely procedural factors such as handling of the device and the technique used by the physician (force applied), could have resulted in the damages encountered in the device and the adverse event occurred during the procedure and the device had no influence on event. For the events balloon deflated, vomiting, pain abdominal, and discomfort these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions), for this reason this event is catalogued as "known inherent risk of device." The event of device use of device issue - user error, is catalogued as "failure to follow instructions" because the problems traced to the user not following the manufacturer's instructions. There is not enough evidence to determine whether the device fluid leak was due to the physician's technique during the procedure or was related to a device malfunction, and "unable to exclude device problem" is selected as the most probable cause for this event. For the events of imaging required and endoscopic procedure, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as "cause not established".

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2025. During the ongoing use of the device, starting on (B)(6) 2025, the patient experienced abdominal pain, vomiting, and noticed green urine and feces. However, the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline. Xray imaging was performed but the balloon was difficult to visualize. The patient has an endoscopic procedure to remove the balloon, and a new orbera balloon was placed. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a1401 is being used to capture the reportable event of balloon deflated. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2025. During the ongoing use of the device, starting on (B)(6). 2025, the patient experienced abdominal pain, vomiting, and noticed green urine and feces. However, the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline. Xray imaging was performed but the balloon was difficult to visualize. The patient has an endoscopic procedure to remove the balloon, and a new orbera balloon was placed. There was no patient complications reported as a result of this event.